Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that over the weekend, the ins seemed to ¿take off/went bonkers¿ and increase stimulation from 2.9 to 3.9 on its own, without the patient doing anything with the ins himself. The patient also reported that he was ¿shocked¿ when the ins increased stimulation, ¿throws him out of the room.¿ the patient reported that he experienced the ins increasing stimulation on its own prior to this weekend, but it had not happened again for some time. The patient reported that he was trying to duplicate the issue over the phone and reported that he was seeing that adaptive stimulation was enabled and the ins was on. The stimulation issue was reported to be related to positional movement. Adaptive stimulation was reviewed and the patient was asked if he wanted to either disable adaptive stimulation or make adjustments with each position in adaptive stimulation. The patient reported that he just wanted to disable adaptive stimulation because it ¿seems to be much easier to not use adaptive stimulation¿ (set it where the patient was comfortable and go about his day.) The patient reported that his ins was set up in the ¿sciatic area¿ (normal and been that way since implant) and that he ¿very rarely had problems other than the vibrations.¿ the patient reported that he normally pressed the ins on button on the patient programmer (pp) after placing the antenna over his ins, to get everything started for the patient. The patient reported that he was trying to do that now, but was seeing poor communication. After reviewing how to properly connect the pp to the ins, the patient confirmed he was no longer seeing poor communication. The patient was walked through how to disable adaptive stimulation and confirmed he no longer saw the adaptive stimulation icon on the main therapy screen. The patient reported that he would make adjustments as needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had no idea what circumstances that led to the implant increasing on its own and the shocking and stated that it just started. The patient reported that a manufacturer representative helped the him reprogram over the phone. The patient said that the implant increasing on its own and shocking had been resolved to date and it seemed to function well. No further complications were reported/anticipated.